Event description:
As reported, after insertion, the hub on a 5f avanti sheath introducer popped off, and while putting the cap back on, the cap split. There were no reports of patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h2, h3, h6, and h10. Complaint conclusion: as reported, after insertion, the hub on a 5f avanti sheath introducer popped off, then the cap split while putting it back on. There were no reports of patient injury. The device was not returned for evaluation. One picture related to the reported malfunction on product ¿avanti + 5f std w/gw¿ was attached in this complaint file. In the picture a cordis csi french 5 is observed inside a clear plastic bag with the vessel dilator of the appropriate french size partially inserted into the cannula through the cap. Presence of blood inside the bag was noticed. The cap ring presents with a cracked condition. No other outstanding details were observed in the attached pictures. The complaint reported by the customer as ¿hemostasis valve/hub ~ separated¿ was not confirmed. The received picture does not show a separation to the hemostasis valve. However, the complaint reported by the customer as ¿hemostasis valve/hub~ cracked¿ was confirmed, a cracked condition was observed on the cap ring. Handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿detach the vessel dilator from the csi by releasing the snap fit ring at the hub.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, after insertion, the hub on a 5f avanti sheath introducer popped off, and while putting the cap back on, the cap split. There were no reports of patient injury. The device was not returned for evaluation.